Event description:
This femal patient was undergoing coil embolization within the unknown aneurysm. There was no vessel tortuousity present. After the physician inserted the 1st coil into the aneurysm and repositioned the coil twice, he felt large resistance between the delivery system and the microcatheter (mc) and he couldn't move the system. He then withdrew the delivery system alone. After that, he inserted the 2nd coil through the same mc into the aneurysm. The same event occurred as with 1st coil. Then he withdrew the 2nd coil and the mc as one unit. The gdc coils and same mc (preshaped prowler select plus) were used and the procedure was completed successfully. Continuous flus was maintained within the mc. There were no kink/bends/compression noted on the mc. The first coil was prepped with dcs syringe without difficulty, but he could not prep the 2nd coil using the same syring. There was no adverse consequence to the patient. Additional information will be submitted within 30 days upon receipt.